Event description:
It was reported that the caller experienced an event where infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.